Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the message appeared but when they pressed the esc and act buttons to clear the alarm, it did not work. Customer stated that the pump was not exposed to a high magnetic field. The customer had to discontinue pump use and follow their medical prescription for insulin shots until the replacement arrives.